Event description:
An optometrist reported a pt with dry eye that causes visual fluctuations at eight month lasik post-op visit. At visit pt reported dry eyes and visual fluctuations. Additional info from reporter indicated pt has been prescribed additional medication in order to treat the reported event. This report references the left eye. An additional report will be filed for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).